Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Lymphadenopathy: unable to observe as it is a medical event not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Health professional additionally reported "lt. Axillary lymph node is enlarged¿. The report of ¿.85cm sized rounds shape hypoechoic mass in lt breast 3 o'clock¿ was deemed not device related.

Event description:
Health professional additionally reported "lt. Axillary lymph node is enlarged¿. The report of ¿.85cm sized rounds shape hypoechoic mass in lt breast 3 o'clock¿ was deemed not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6..

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6.

Event description:
Health professional additionally reported "lt. Axillary lymph node is enlarged¿. The report of ¿.85cm sized rounds shape hypoechoic mass in lt breast 3 o'clock¿ was deemed not device related.